Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during set up for a procedure the coag button on the e-sep pencil did not work, the cut button did. The pencil was replaced with a new one. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. H3 other text : device not available for return.

Event description:
It was reported that during set up for a procedure the coag button on the e-sep pencil did not work, the cut button did. The pencil was replaced with a new one. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
No new information.

Manufacturer narrative:
On 9/19/2025, stryker instruments discontinued the practice of filing mdrs for complaints related to coagulation or cutting function not working, insufficient energy output while using cutting or coagulation function for devices registered under gei product code in according to FDA's "final guidance on medical device reporting for manufacturers" section 2.15. This malfunction has not caused or contributed to any serious injuries or deaths in at least two years. No new mdrs will be filed for this malfunction and corrected supplemental mdrs will be submitted if necessary for any events pending device investigation.